Event description:
Additional information received from a manufacturer representative (rep) stated the cause was unknown with certainty. It is believed that the lead was pulled too hard and it broke. No action taken to resolve outside of intraoperative attempts to obtain the lead since the lead was left in the patient. Doctor spoke with patient about MRI. The doctor can be asked with any information.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 3889-28, lot# va1t14w, implanted: (B)(6) 2018, explanted: (B)(6) 2019 and product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1t14w, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead, other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 16-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the healthcare provider attempted to explant the lead and they were only able to remove a part of it. It was stated that the healthcare provider attempted to dissect down and use gentle traction but were not able to remove the entire lead. It was noted that there were still electrodes left in the patient, but they were unsure of how many. It was stated that the patient was consulted by the healthcare provider about MRI. The issue was not resolved. No further patient complications are anticipated or expected as a result of this event.